Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is cracked down the middle. The device also has numerous nicks and gouges in surface, particularly around the crack initiation site. The device was manufactured in 2013 and exhibits signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the plastic trial broke during trial range of motion. No injuries or delays reported. Backup device was not available. No more information provided yet.